Event description:
Uac slipped off blunt needle during CT scan. Estimated blood loss from the disonnection was 20 mls. The end of the uac is a luer slip tip female connection. The user of the product connected a luer lock syringe to the end of the catheter. The nurses always check the connection but this incident occurred while the baby was in the CT scan and they could not be in there (the room). They didn't notice the leakage until after the CT procedure.

Manufacturer narrative:
Correction in section b5-it was initially reported the catheter had been cut at the funnel end. Co later learned the catheter had not been cut.